Event description:
It was reported that the customer had issues with the insulin pump's reservoir. The customer could smell insulin from the insulin pump, as if it was leaking out of the reservoir. The o-rings moved out of place and insulin was found in the reservoir compartment. Her blood glucose level was 70 mg/dl. The customer noticed she was receiving more no delivery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 300420178-2015-84700 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.